Manufacturer narrative:
Citation: wilczek k conduction disturbances after transcatheter aortic valve implantation procedures ¿ predictors and management. Postepy kardiol interwencyjnej. 2016; 12(3): 203¿211, doi: 10.5114/aic.2016.61640. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature meta-analysis regarding conduction disturbances after transcatheter aortic valve implantation (tavi). All data were collected from multiple centers. The study population included an unspecified number of patients, an unspecified number of which were implanted with medtronic corevalve and evolutr (serial numbers not provided). Among all patients adverse events included: deep implant, left bundle branch block (lbbb), right bundle branch block (rbbb), bradycardia, complete heart block (chb), atrio-ventricular (av) block, oversizing, patient-prosthesis mismatch, permanent pacemaker implant, vascular and bleeding complications related to the delivery catheter system (dcs). Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.